Manufacturer narrative:
The lead is not expected to be returned. However, photographic images were sent for review. A laboratory technician reviewed the photographs and determined, the damage was consistent with lead on lead abrasion. Due to the location of the abrasion, this area was in the pocket and may have also been due to lead on can abrasion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, it was identified that there was insulation abrasion noted with this right atrial (ra) lead. The ra lead was surgically abandoned and replaced. Portions of the leads were retained by the physician, and do not plan to be returned for analysis. No additional adverse patient effects were reported.